Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring between 300-500 mg/dl with nausea, diaphoresis and shakiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an occlusion issue that was resolved during troubleshooting with animas customer support with a change of the infusion set. Animas customer support confirmed during troubleshooting that the insulin cartridge was not being used by the customer per the manufacturer¿s instructions for use. The reporter confirmed that bolus settings in the pump had been changed. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy resulting from random occlusion alarms associated with a training/misuse issue.